Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, and label were free of physical damage. The exterior enclosure showed sign of wear consistent with use over time. When power was applied, post (power-on-self-test) was successful, and communication was established. A known-good catheter was connected and contact force was not observed which duplicated the reported symptom. Fiso diagnostic revealed a signal loss at channel three. The lc/lc fiber optic adapter was cleaned, and the catheter was reconnected. Channel three appeared to be functional and contact force was observed. The tactisys was functioning as intended after the lc/lc fiber optic adapter was cleaned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter.

Event description:
During a premature ventricular contraction procedure, the tactisys did not display contact force values causing a procedure delay. Different catheters were tried, and the system was rebooted which did not resolve the issue. The tactisys was exchanged and the procedure was completed with no adverse consequences to the patient.